Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the power does not turn on, the likely cause of the reported malfunction is due to the electronic components of the power supply unit suffered an accidental failure, which resulted in a phenomenon that could not be started. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced unit was returned for evaluation. The evaluation could not confirmed the reported "it would not power on" as the unit was tested and able to power on appropriately. However, the evaluation found a worn out scope socket slider switch causing an intermittent use of high intensity mode and corrosion was found in the air tubing. The device was repaired to standard specifications and returned to the customer. The unit was purchased on (B)(6) 2018 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of a diagnostic esophagogastroduodenoscopy procedure, the evis exera iii xenon light source, reportedly would not power on. There was a 20-minute delay as they had to get the other travel cart with another light source. The intended procedure was completed with a similar device. There was no patient injury or harm reported. Additionally, there were no error codes, alarms or alert tones associated with this event, no corrosion or bent pins in the connector and no foreign objects observed. The scope felt loose once plugged in. This device was inspected before use and no abnormalities noted. All settings were checked and found to be correct.